Event description:
It was reported while loading a patient into the ambulance the legs of the stretcher allegedly did not raise fully to allow the stretcher to be loaded into the ambulance. The end user advised another ambulance was called in to complete the transport with no harm or injury to the patient. The stretcher was returned to the manufacturer for a visual and functiona evaluation. The subject stretcher was cycle tested and the alleged issue was unable to be duplicated. It was determined the operator end harness was intermittently shorting out which could cause a disruption in the movement of the stretcher legs. The harness was replaced and the strecher was confirmed to be operating as intended and was returned to the customer.